Event description:
It was reported that the device stopped ventilating during use and issued a device failure alarm. There were no health consequences for the patient reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Manufacturer narrative:
The log file of the affected device was analysed regarding the reported event. Based on the analysis of the log file the reported event could be confirmed. The log file analysis showed that the device issued a device failure alarm. Additionally, the alarm "airway pressure low", "o2 measurement failed", "flow measurement inaccurate were raised". The failure was caused by a faulty solenoid which opens and closes the safety valve. The faulty part must be replaced. As a safety feature of the system, the safety software analyses and verifies proper function of the device. In case of a deviation of the safety valve the device would detect a deviation concerning the gas delivery. Audible alarms would be posted to inform the user about the problem. However, manual ventilation with an alternate device may be considered necessary. The device reacted as specified and posted a device failure alarm message due to the detected deviation concerning the safety valve. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device stopped ventilating during use and issued a device failure alarm. There were no health consequences for the patient reported.